Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right ventricular was surgically abandoned due to dislodgement leading to loss of capture and sensing. No additional adverse patient effects were reported.